Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the hernia was not reported or matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported hernia. However, a review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient was hospitalized for an inguinal hernia. The patient was discharged after two days. It was unknown if the inguinal hernia existed prior to the start of pd therapy. The cause of the hernia is unknown. The hernia was repaired on an unknown date. No additional information is available.